Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Ins went dead and could not be restarted so dr replaced on (B)(6) 2016. When asked event date pt initially said 2014 or 2015. Pt later said the replacement was very quick after the problem. Pt met a mdt rep, name asked/unk, who was not able to jump start the ins. Ins was replaced and that resolved the reported issue.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4). Product type: programmer. Analysis of the recharger (B)(4) found nonconformances consistent with the device allegation of a broken connector.

Event description:
A patient reported difficulty charging their implantable neurostimulator (ins). The patient had damaged the connector pin which connects the ins recharger to the desktop charger (dtc) by sleeping and charging while connected to mains power. Troubleshooting was not possible due to the patient not having the chargers with him during the call. The patient also reported being unable to turn stim on with the patient programmer, and troubleshooting was also not possible for the same reason. The patient was instructed to call back when he had those devices. The patient later called back with the chargers and programmer, reporting poor communication on the programmer screen. The patient was also unable to communicate with the charger. The patient did not know he last time he had fully charged the device. The importance of keeping the ins charged was reviewed. The patient stated he had talked to a manufacturer's representative (rep) and was told he would need a restart of his ins. The patient claimed he had last felt stimulation about 1-2 weeks ago. Patient was instructed to talk to his healthcare provider (hcp) to schedule an appointment with the rep at his doctor's office. A fax was received from the patient's hcp stating that the patient would be meeting the rep on (B)(6) 2016. The rep later called during the appointment reporting trouble charging. Overdischarge was suspected by the rep. Antenna locate was used and all values were between 54 and 84. It was reviewed that the rep may need to perform a physician mode recharge (pmr) multiple times to bring the device out of overdischarge. The rep began another pmr. There was no outcome known at the time of this report. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.